Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during a follow up fitting on (B)(6) 2013, the patient complained about fluid coming out of the implanted ear. A health professional diagnosed a free lying electrode in the inner part of the ear canal and prescribed medication. On (B)(6) 2013, the patient visited her surgeon, complaining about no hearing sensation at all after having cleaned her ear with a cotton swab. The surgeon found the electrode ruptured. It is unclear if the active electrode is still inside the cochlea, as an inflammatory process is still present. It is considered to re-implant the patient once the inflammation is healed.